Event description:
It was reported that the subject device had an image that was dropping out that occurred during an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to damage and cut on cable unit, the endoscopic image cannot be displayed. The most probable cause of the identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image that was dropping out that occurred during an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.